Manufacturer narrative:
Data trending and analysis reviewed by penumbra's complaint committee indicated there was a trend associated with cracked canisters. We investigated and determined that although cracked canisters are still capable of holding pressure, the occurrence of this failure was deemed too high and resulted in user dissatisfaction. As a result, penumbra opened a CAPA and implemented actions which included (B)(4).

Event description:
The hospital opened the box and found that the canisters were cracked. This MDR is associated with MDR 3005168196-2010-00216 which pertains to lot b000004.